Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: a visual and microscopic analysis was performed which identified opening striated and crease fold. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation: capsular contracture, baker grade IV and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported capsular contracture grade IV and rupture of right implant confirmed by CT scan. This case relates to the left side.